Event description:
Total of 6 patients undergoing ent procedures sustained skin injuries discovered upon removal of antimicrobial incise drapes. For all procedures ioban, antimicrobial incise drapes were used in conjunction with the opmi pentero/stand surgical microscope.